Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis. The apollo total length was measured to be ~171.0cm, the usable length was measured to be ~164.5cm which is within specification (165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~25.5cm which is within specification (25.0cm +2cm -1cm). Onyx residue was found within the apollo hub, lumen and tip. No issues were found with the apollo hub. The 3.0cm detachable tip was found to be detached from the apollo micro catheter. The ldpe coupling tube overlap length was measured to be ~1.52mm which is within specification (1.0mm - 2.5mm). The apollo lumen was found to be occluded with solidified onyx residue. No rupture was found on the micro catheter. The micro catheter body appeared to be separated at ~84.0cm from the hub. No other anomalies were observed. The apollo micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. Based on the device analysis and reported information, the customer¿s report of ¿tip non-detach¿ was not confirmed as apollo micro catheter was returned with the tip already detached. The root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Regarding to "catheter separation due to onyx entrap" issue, the customer report was confirmed. It is likely the micro catheter was pulled beyond the 20.0cm limit noted in the IFU. Possible contributing factors of ¿catheter separation due to onyx entrapment¿ may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortu ous pedicles), vasospasm, onyx reflux, or prolonged injection time. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis. The apollo total length was measured to be ~171.0cm, the usable length was measured to be ~164.5cm which is within specification (165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~25.5cm which is within specification (25.0cm +2cm -1cm). Onyx residue was found within the apollo hub, lumen and tip. No issues were found with the apollo hub. The 3.0cm detachable tip was found to be detached from the apollo micro catheter. The ldpe coupling tube overlap length was measured to be ~1.52mm which is within specification (1.0mm - 2.5mm). The apollo lumen was found to be occluded with solidified onyx residue. No rupture was found on the micro catheter. The micro catheter body appeared to be separated at ~84.0cm from the hub. No other anomalies were observed. The apollo micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. Based on the device analysis and reported information, the customer¿s report of ¿tip non-detach¿ was not confirmed as apollo micro catheter was returned with the tip already detached. The root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Regarding to "catheter separation due to onyx entrap" issue, the customer report was confirmed. It is likely the micro catheter was pulled beyond the 20.0cm limit noted in the IFU. Possible contributing factors of ¿catheter separation due to onyx entrapment¿ may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortu ous pedicles), vasospasm, onyx reflux, or prolonged injection time. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the procedure, the apollo catheter was stuck in the reflux-onyx. The physician attempted to detach the tip, but the tip did not detach. When attempting with more pressure, the catheter ruptured long side in the middle. It was noted there was no friction or difficulty during delivery, and no other damage to the catheter. The injection rate was slow, there was no vasospasm, no medical or surgical intervention required, and the product was successfully removed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for embolization with moderate vessel tortuosity.